Event description:
A report was received that the patient experienced skin erosion at their ipg pocket site. The patient underwent a revision procedure wherein their ipg was relocated to their back. The patient was doing well post-operatively.